Event description:
A customer reported via phone call indicating a lost sensor alarms on their insulin pump after eating lunch. The patient's blood glucose was unknown at the time of the call. The customer stated that their insulin pump was not communicating with their transmitter. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer pulled the sensor out and found that the cannula was missing. The customer was sent a new sensor and returned their old sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the senor cannula was bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.